Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and reviewed finding rtt loss observed within the investigation window on (B)(6) 2019. Functional testing was performed and passed all relevant tests. The receiver was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.